Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" there was no patient harm. Incident reported relating to a blood component transfusion that appears to have been transfused faster that it should have been. 250mls of red cells. Transfusion to be given over 3.5 hours. Rate set at 71.43ml/hr. Red cell transfusion details (25/06/21) baseline 09:45 unit started (430 171 volume 250mls) braun pump asset 333807 (B)(4) - 10:50 - patient to have 1 unit over 3hours 30mins with diuretic cover. Braun pump rate calculated at 71.43ls/hr. Administration by sr js. 15 minute obs - 11:05 - no change in news = 0 11:42 - pump keeps alarming, decision made to change to different infusion pump. Note: manufacturer report 9610825-2021-00346 is being filed for the pump that the infusion was transferred to. "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (353-01-051) on the lower housing were intact. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analysed. An infusion was started with a rate of 73,43 ml/h and a volume of 250ml. During the infusion, several times upstream and air alarms occurred. No other abnormalities were found. The reason for the alarms could not be clarified. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,75%. 2.6 during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.